Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following information was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent a two part procedure including abdominal sacrocolpopexy with implant of a bard/davol flat mesh, a right sided vaginal relaxation incision, abdominoplasty and hip liposuction. Per the operative report details, "an incision was made over the peritoneum over the vagina. An incidental incision into the vagina was made and then closed with vicryl sutures. The remainder of the peritoneum was dissected off the bladder posteriorly." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.